Manufacturer narrative:
All of the buttons are functioning properly; no damage was found on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. No moisture damage found was found on the electronics, motor, battery tube, vibrator and keypad assembly during our visual inspection. The insulin pump powered up properly after battery installation. No cloudy or colored display noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that he would have to press really hard for the buttons to respond. Customer reported the display was cloudy. There was fluid under the lcd display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.